Manufacturer narrative:
Edema/intercranial pressure increase is a documented perioperative risk for brain surgeries such as MRI-guided neurosurgical ablation. This documentation is available in the neuroblate IFU and in monteris' internal risk management files. No malfunction was alleged, therefore, no device evaluation was performed.

Event description:
It was reported that the patient developed edema following a litt procedure. The physician reported that they "end up doing a hemicraniectomy on that patient. She was comatose and close to herniating clinically. Doing much better now".